Event description:
Received medwatch report from the customer, according to the MDR report, 'during a robot-assisted laparoscopic myomectomy, uterine reconstruction, the pk dissecting forceps instrument stopped working. The wire controlling the articulating jaw had frayed. Surgeon notified. The instrument sequestered. X-ray taken, radiologist found nothing in the abdomen.'

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that both pitch cables were found to be broken at the distal clevis hub. The cable segments that contain the crimp were still installed in the clevis. The clevis did not exhibit any damage or wear marks. Additional observation not reported by site was a derailed cable. One grip close cable was found to be derailed at the distal idler pulley. The grips were still able to open and close, but their movement could not be precise. Evidence not conclusive, but cable derailment was likely due to cable losing contact with pulley during wrist articulation. No other damage was found.